Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user reported elevated blood glucose (bg) levels and noted that their freestyle libre 3 plus (fsl3+) continuous glucose monitor (cgm) was not pairing with the ilet device. The cgm had been applied the previous day, and no data had been received for approximately 45 minutes. After rescanning the cgm, the device successfully paired, and bg data began displaying. A manual bg test showed a reading of 452 mg/dl, with a prior reading of 475 mg/dl. The elevated bg was attributed to food intake without a manual insulin dose during the period the user was disconnected from the ilet. The user later confirmed that bg was trending down after reconnecting. No symptoms, external assistance, or medical intervention occurred.